Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 946765) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("left hip pain"), back pain ("lower back pain / lumbar pain"), dyspnoea ("shortness of breath"), menorrhagia ("highly haemorrhagic menstrual periods"), anaemia ("anaemia"), genital discharge ("brown discharge after periods"), headache ("incessant headaches"), irritability ("irritability"), restless legs syndrome ("restless legs and left arm"), abdominal pain ("abdominal pain on left side"), rhinitis allergic ("allergic rhinitis") and hordeolum ("stye"). On an unknown date, the patient experienced musculoskeletal disorder ("right arm blocked for one year") and the second episode of arthralgia ("joint pain knees and feet"). The patient was treated with surgery (laparoscopic hysterectomy by vaginal route, uterine tubes, uterus and cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspnoea, menorrhagia, anaemia, genital discharge, musculoskeletal disorder, headache, irritability, restless legs syndrome, abdominal pain, rhinitis allergic and hordeolum outcome was unknown. The reporter provided no causality assessment for abdominal pain, anaemia, back pain, dyspnoea, genital discharge, headache, hordeolum, irritability, menorrhagia, musculoskeletal disorder, pelvic pain, restless legs syndrome, rhinitis allergic, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: events occurred soon after placement of essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report, reported via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and on the same day presented pelvic pain ("pelvic pain"). Essure was removed via laparoscopic hysterectomy by vaginal route, uterine tubes, uterus and cervix almost five years after its placement. Non-serious events were additionally reported. Pelvic pain is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, pelvic pain occurred shortly after insertion. Given event's nature and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, an investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information can be requested.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("left hip pain"), back pain ("lower back pain / lumbar pain"), dyspnoea ("shortness of breath"), menorrhagia ("highly haemorrhagic menstrual periods"), anaemia ("anaemia"), genital discharge ("brown discharge after periods "), headache ("incessant headaches"), irritability ("irritability"), restless legs syndrome ("restless legs and left arm"), abdominal pain ("abdominal pain on left side"), rhinitis allergic ("allergic rhinitis") and hordeolum ("stye"). On an unknown date, the patient experienced musculoskeletal disorder ("right arm blocked for one year") and the second episode of arthralgia ("joint pain knees and feet"). The patient was treated with surgery (laparoscopic hysterectomy by vaginal route, uterine tubes, uterus and cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspnoea, menorrhagia, anaemia, genital discharge, musculoskeletal disorder, headache, irritability, restless legs syndrome, abdominal pain, rhinitis allergic and hordeolum outcome was unknown. The reporter provided no causality assessment for abdominal pain, anaemia, back pain, dyspnoea, genital discharge, headache, hordeolum, irritability, menorrhagia, musculoskeletal disorder, pelvic pain, restless legs syndrome, rhinitis allergic, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: events occurred soon after placement of essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment this spontaneous non-medically confirmed case report, reported via regulatory authority, refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and on the same day presented pelvic pain ("pelvic pain"). Essure was removed via laparoscopic hysterectomy by vaginal route, uterine tubes, uterus and cervix almost five years after its placement. Non-serious events were additionally reported. Pelvic pain is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, pelvic pain occurred shortly after insertion. Given event's nature and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No further information can be requested.